Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported initially after implant they didn¿t feel anything in their legs (had no stimulation) but eventually they began feeling stimulation down their legs/left leg after a new rate was added to program 1 and 2. At the same time they began to feel burning/heat in their legs/feet, particularly at night, which was the only time they used stimulation. The consumer didn¿t know if it was the device or the medication they were given when they left the clinic since it gave them burning and numbness in the arms, legs, and feet. The consumer tried cutting the medication in half to see if cut the symptoms but instead the medication was discontinued and another one was started. The consumer also got jolts at night, which they experienced prior to implant as well. It was noted the consumer had a lot of electrical current in their body prior to implant like statics shocks and jolting at night which increased after carpal tunnel surgery. The consumer removed their insulin pump and sensor and the burning was improved. The amplitude and rate were turned down and the implant was turned off and the issues still occurred, and even with the device turned off they still felt stimulation a couple of hours after it was turned off which had been occurring since implant. It was noted the device was only turned on for 5-10 minutes once a day otherwise it irritated them, but it was helping with their pain. There were no traumas or falls reported related to this issue. A follow-up appointment was scheduled for (B)(6) 2016.

Event description:
Additional information received from the consumer reported that they reviewed their medication and found that the side effects they were experiencing included burning in the extremities. The patient stopped taking that medication and switched to another without those side effects and after a week all side effects had disappeared. The patient was able to make adjustments to the implant with no discomfort. The patient noted that the rate could sometimes be a little too strong so they turn it down and they found it depends on how much therapy they actually need. The patient played with the rate and amplitude and everything was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.